Event description:
Mother of pt noted that male end of 30 inch extension set disconnected from female end of threaded lock cannula connected to a subclavian line. Hyperal and lipids were infusing. A significant amount of the hyperal and lipids was wasted and there was an approximate cc blood loss. Cbc and blood glucose performed. Pt stable. Pt has history of bleeding gastrointestinal tract and feeding intolerance.